Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and critical pump error. The customer went swimming and then the insulin pump was not working. The insulin pump stated giving an alarm saying insulin pump was not working and it kept beeping. The customer took the battery out and it died. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.